Event description:
Smartablate tubing was flushed with heparin 1000 units/ 500ml normal saline solution (standard). Tubing appeared to have whitish/clear residue along the entirety of the inside of the length of tubing.